Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 31mm 7300tfx mitral valve implanted four (4) days developed severe prosthetic stenosis and underwent a valve-in-valve on pod 12 . The tmvr was performed with a 29mm 9600tfx valve. Per medical records, the patient was s/p redo commando with a 31mm magna mitral valve, and tricuspid repair due to endocarditis. Intra-op course complicated by severe biventricular failure and required va-ECMO support. On pod #4, the 31mm magna mitral valve was found to be not opening at all without evidence of leaflet thrombosis, etiology remained unclear. Follow-up tee revealed biventricular failure and mv remaining not opening. The patient was in cardiorespiratory failure on va-ECMO. Decision was made to emergently intervene as mvr was the last option for survival. The patient was taken to the or for severe prosthetic mitral valve stenosis. A mini-thoracotomy viv-tmvr procedure with a 29mm sapien 3 was performed. The patient transferred back to the cticu in stable condition.